Event description:
Customer alleged joystick turned on/off on its own. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, (B)(4) is approximately 6 years 8 months old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare talked to the consumer and confirmed that her height is (B)(6). The consumer was being transferred from the power chair to the dialysis chair and the power chair allegedly took off. The consumer confirmed that she fell, but did not sustain injury. The consumer did not seek medical attention. The chair was not turned off prior to the transfer. The consumer alleged that the joystick/unit will not shut off. Invacare advised the consumer that she is on the cusp of the weight limit therefore may need a different model power chair. The weight limitation for this power chair is 400 lbs. The dealer is going out to repair the unit. Invacare referred the consumer to (B)(4) to see if they can help out with her new chair.